Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was placed into body and found to be "electrically inactive" with no sensing through the cables. The clip placement was reviewed and the cable replaced and the same issue was observed. The physician indicated that they were unable to pace via the lead. The programmer was switched out with another programmer with same results. The physician decided to remove the lead and an alternate lead was implanted. No patient complications have been reported as a result of this event.